Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not duplicated and there was no abnormality on the exterior. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure using the subject device at the hospital ward, noise like sandstorm appeared on the endoscopic image intermittently. The procedure was completed using the subject device. Usually the subject device was used at the outpatient department, the noise had not appeared. There was no report of patient injury associated with this event.